Event description:
During a knee arthroscopy, while the surgeon was attempting to insert a biosure ha, 7x30mm screw, the device broke. The screw broke in half upon engagement of the cortex after traversing the 7mm diameter tibial bone tunnel. A second biosure screw was used to complete the operation. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one biosure ha 7mm x 30mm device was returned for evaluation. The device was visually evaluated and confirmed to be broken at the tip of the device. The broken piece was not returned for evaluation. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A review of the provided clinical details identified that a tap was not used to prepare the surgical site, and that the site was prepared using an endoscopic cannulated drill. The failure mode is confirmed; however the root cause cannot be determined due to insufficient information. No additional action is required. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation in; although anticipated, the device has not yet been received. (B)(4).